Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, weight within specification. A microscopic analysis was performed which identified; stress marks assessed as non-penetrating nicks, broken shell with sharp edge where is localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. A curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.